Event description:
During an in clinic follow-up, high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. No intervention was performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.